Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low co2 result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced sample mixer and cuvette washer probe; checked seating of cuvettes in cuvette ring; checked instrument health report; ran quality controls, resulting acceptably. Siemens further investigated the issue and determined that a sample integrity issue, sample mixer integrity issue or cuvette washer maintenance issue may have contributed to the discordant, falsely low co2 result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.